Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the stimulator had died. The patient was charging and all of a sudden ¿it went out.¿ the patient clarified and said they were charging and they lost connection. The patient tried to reposition herself for about an hour, but it didn¿t connect with the recharger. The patient mentioned it bothered them to have something inside their body that doesn¿t work. The patient said they had an appointment with their healthcare provider (hcp). The patient was working with their hcp to determine if the battery needs to be replaced. The hcp wants to get a hcp to check on the leads before doing so. The patient has an appointment for a CT scan on (B)(6). The patient has been unable to recharge the implant since (B)(6) of 2017. Additional information was received from a manufacturer representative (rep). It was reported the device was overdischarged. The patient was waiting to be scheduled for a battery replacement. The issue was said to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins dying after only 3 years was that they did not charge it. The rep was going to attend the next meeting with the patient's hcp on (B)(6) 2018, on which date additional follow-up will be sent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the actions being taken for resolution is that patient has decided they wanted intellis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that their ins died after only 3 years and that they needed to meet with a rep to address the issue. A rep was contacted to meet with the rep at the patient's hcp office. It was noted that the patient had never had an overdischarged battery and that they were frustrated that no reps had been in contact with them. The patient recommended meeting in april. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-mar-12. It was reported that the patient will contact their office when a decision is made to pursue the implant replacement. The hcp met with the patient on (B)(6)2018. It was reported that the patient felt numbness and tingling in the right hand which was similar to prior to the patient¿s ulnar nerve transposition (2017(B)(6)). The hcp also reported that the patient admitted to an increase in dropping objects, recurrence of her chronic neck pain, weakness, difficulty with fine motor movements and mild left foraminal stenosis at c3-c4. The symptoms would wake her up at night and she would just shake out her arm for relief. Lastly, it was reported that mild residual ulnar neuropathy was suggested by an emg nerve conduction study; the hcp planned to have the patient try an elbow brace at night to see if it helps with the pain. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. The reason for call was patient reported the implant has not been working for quite some time, since 2019-2020. Patient asked how long the implant should last. Patient stated she was told the implant will last 7 years. Patient stated they need a MRI for the breast. Patient asked if the can have the device removed. Patient asked about airport security and metal detectors. Patient stated she felt something going through airport security. Agent asked clarifying questions and patient said the implant stopped working before 9 years. Agent reviewed MRI information. Patient services reviewed device function and recommended for the patient to consult with the healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.